Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and noise via the electrogram. The noise could be reproduced with isometric arm movements. The lead was capped during a defibrillator change out procedure. The patient was in stable condition post procedure.